Event description:
It was reported that a malfunction alarm occurred with malfunction code 12 displayed. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Technical support instructed the customer to continue using the pump and to call back if any issue reappeared, which the customer acknowledged and understood.